Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Lead noise was noted on the right atrial lead and was reproduced with isometrics. It was noted that lead noise was causing false automatic mode switch (ams). The lead was reprogrammed successfully. The patient was stable throughout and will continue to be monitored.